Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance was undefined/high after the initial reading were within normal limits. The physician opened up the pocket, disconnected the atrial lead, reconnected it to the header and impedance values normalized. The lead remains in use. No patient complications have been reported as a result of this event.